Manufacturer narrative:
(B)(4). It was reported that after the lasso nav catheter was placed with a new preface sheath, they saw the loop variable of the lasso not working properly. The continued the case with another new lasso catheter. Upon receipt, the catheter was visually inspected and the lasso loop distal end was slightly downward; however during the analysis it was found that this finding is acceptable as per internal procedures. Then per the event reported, deflection and contraction tests were performed and the catheter passed. Catheter was not stuck at any stage of the test; a normal behavior was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/26/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 17348753l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). The device was not returned to bwi.

Event description:
It was reported that after lasso nav variable eco catheter was place with a new preface sheath (301803m, 8f), the loop of the catheter was stuck in full contracted position. No problem was on knob/piston. No difficulty was in removing the catheter. There were no ring or other physical damage observed at the distal end of the catheter. Case was continued by changing a new catheter. This is MDR reportable as it could potentially cause vessel damage or cardiac structure damage during forceful withdrawal when catheter stuck in full contracted position.